Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09585. It was reported the patient presented remotely with a their pacemaker with a drastically decreased battery longevity compared to a previous reading. The atrial lead trends also showed an occasionally high capture threshold. No changes were made. The patient was stable.